Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two months post implant their new implantable pulse generator (ipg) isn't "keeping up with" them and that they are "dragging more". The ipg remains in use. No further patient complications have been reported as a result of this event.